Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was observed during analysis. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located proximal to the suture sleeve tie impression. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.